Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the coating on the connecting tube was peeled off. (Over 1mm2). In addition, electrical connector corrosion, monitor scratch, angulation in the up direction out of standard, and waterproof failure due to the pinhole at the bending section cover were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that evis lucera bronchofibervideoscope bending section is leaking. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, the coating on the connecting tube was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical or device handling it is also likely that the device was reprocessed by methods which was not recommended by olympus. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope: ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use ¿ ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ operation : insertion of the endoscope : ¿if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube¿. Compatible reprocessing methods and chemical agents: detergent solution : ¿use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.